Event description:
Having complained of occasional bulging of one of his eyes, pt visited an ophthamlologist who examined him & stated that he could not detect anything, but prescribed that he have an MRI examination. The physician, without any briefing of the pt as to the procedure involved, arranged an MRI test that same evening at the radiology dept of a major med ctr. The test was done by 2 techs, without a physician present. For a period of 45 minutes, much more time than should have been necessary for examination of one orb, giving him a sensation of heat in the back of the head. The conclusion indicated that there was no serious problem & the MRI was actually unnecessary. Since that time, pt has complained of graininess in the eye, visual distortion & sleeplessness. In addition, he has experienced anxiety, some memory loss, severe depression & thoughts of suicide.